Event description:
After finishing blood draw with a pt in a wheelchair, lab tech used the cushion to close the safety cap. The cap broke and tech's hand slipped and the needle grazed her thumb. The cut is the size of a paper cut. Percutaneous exposure protocol initiated.